Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with restricted posterior leaflet and tortuosity due a prior oncology surgery. Following transseptal puncture, a steerable guide catheter (sgc) was prepared for use. However, while inserting the sgc (51212r1029), resistance was encountered while crossing the femoral into iliac vein, and after a few failed attempts, the sgc was no longer responsive. Therefore, the sgc was removed. While outside the patient, the sgc was examined, and it was observed that the soft tip and the shaft of the sgc were damaged. A new puncture in the left femoral vein was made to try another vein access, and a second sgc (51212r1027) was inserted. However, resistance was encountered. Therefore, the sgc was removed from the patient. While outside patient, it was observed that the soft tip and the shaft of the sgc were damaged. Using a heavier guidewire, a third sgc was then inserted and was able to cross the vein without issues. Two clips were then inserted and implanted without issues, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.